Event description:
Reporter writing to report an adverse event regarding reporter's eye injury incurred in a FDA hyperopic lasik trial. This clinical trial was sponsored by visx and was done at eye laser center in 2000. Prior to the lasik, reporter had pre-existent irregular astigmatism from decentration and should have been excluded from the clinical trial. However, reporter was misinformed of the risk/benefit of lasik treatment of decentration and was inappropriately included in the clinical trail with a investigational device -- one that had clearly no known therapeutic benefit and is unsafe to use with reporter's condition -- which resulted in injury. Since the surgery, the investigator has minimized reporter's symptoms, withheld a full workup, failed to make a mandatory report to sponsoring MFR, the irb, or FDA. The investigator led reporter to believe that the investigator/sponsor of the trial would do the responsible thing while nothing has happened in the 4 years since surgery to redress eye injury. The investigator has delayed and now refused a needed re-treatment to remedy reporter corneal injury. Below is a summary of the events: prior to the FDA clinical trial, reporter right eye had pre-existent irregular astigmatism, which developed after a decentered prk using visx star s2 at eye laser center in 6/1998. This corneal irregular astigmatism was examined and diagnosed by ophthalmologists. With this condition, reporter had suffered from a minor double image/halo that would resolve completely in well lit condition. Reporter's ophthalmologists told reporter that there were no known treatment at that time and suggested that reporter see another dr. See if there are any other treatment options. 10/1999, reporter went to the dr for a second opinion and he offered to treat condition with lasik using visx star s2 as part of a hyperopic lasik FDA clinical trial. Reporter deferred making a decision to undergo surgery. In 1/2000, reporter received a call from dr office with an offer of 50% discount, soliciting reporter to have lasik done. When reporter followed up with this dr. In 2/2000, he reassured reporter that the procedure would be safe and effective despite the investigational device status, and that in the event that result is not optimal, re-treatment would be done promptly and be free of charge. Given such reassurance, reporter underwent the surgery in 2004. After lasik, vision deteriorated -- the halo/starburst have gotten much worse and reporter's right eye now sees up to 5 double images as opposed to just 1 before, and they do not resolve even in well lit conditions. Reporter has also lost depth perception now that everything is fuzzy with debilitating glare, halo, and multiple doubles in reporter's right eye. Reporter first reported this to dr the day after the surgery, that something had gone terribly wrong and reporter would like to have the changes undone, but dr told reporter "everything looked fine", dismissed reporter's symptoms while these symptoms had been clearly documented in reporter's medical records. Dr never appropriately entered these adverse reactions following lasik on the case report form, nor were any adverse event forms/reports ever filed with visx. No investigation was ever initiated by the visx to assess the cause of reporter visual deterioration after lasik. While dr withheld a full workup, he misinformed reporter that reporter's deteriorated vision was due to "compound myopic astigmatism", that a new wavefront lasik would be available in 6 months to address condition. He has been asking reporter to wait for re-treatment, giving reporter a different date for wavefront lasik each time reporter visit. In 4/2002, reporter received a note from dr's office that the re-treatment with wavefront lasik will be possible in "12-24 months." In 5/2002, reporter saw dr and he ordered an undilated wavefront test on reporter's eye. When asked what the result meant, dr told reporter, "I don't know" asked reporter to continue to wait for a new wavefront-coupled lasik. In 5/2003, reporter went to an outside corneal specialist and received a properly dilated wavefront test on eye. This test revealed serious optical aberration on reporter's cornea, which is in excess of 100% more than the wavefront test shown in 2002. Reporter wrote again in 4/2004 informing dr of the new wavefront test result and for re-treatment. Reporter received a letter in 5/2004 from dr office asking reporter to seek re-treatment with another ophthalmologist.